Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: malposition of the pump was confirmed through the submitted photos, and low flow alarms were confirmed through the submitted log files; however, flow reportedly improved with correction of the pump¿s malposition. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported oozing/bleeding could not be conclusively determined. Review of the submitted log files confirmed a sustained low flow alarm from the evening of (B)(6) 2024 through (B)(6) 2024 per the log file timestamps. The low flow was typically captured at 0.0-0.1 liters per minute (lpm). The system was operating at the stored patient speed, and there were no other notable alarms active in the log files. Images were submitted of the outflow graft before and after correction of the pump¿s position. A curve in the outflow graft was removed/corrected through the reposition of the pump so that the outflow of the pump was directed across the heart, pointed towards the right side of the patient¿s body. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 contains information on "preparing the sealed outflow graft¿. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that submitted log file was filled with low flow events. The flow calculation was mostly at zero. Transesophageal echocardiography (tee) was done prior to the operating room (or) with the inflow cannula obstructed by septum. The patient was taken to the or for no flow. Accessed via sternotomy, it was noted that the outflow graft (ofg) was tunneled via the left pleural space which created an s shape and kinking of the ofg. The surgeon freed up the ofg and left ventricular assist device (lvad). They then turned the pump, while supporting the sewing ring, 90 degrees. Flows were improved through both the ofg and inflow. Laminar flows were in inflow. The flows were also responsive to fluid. The patient was oozy and red blood cells (prbc), albumin, platelets and cell saver were given. The plan was to continue to fluid resuscitate with mean atrial pressure (map) goals 70 to 85.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
No issues were noted during follow-up office visit on (B)(6) 2024. Additional information stated that the patient passed away. The cause of death was unknown. The patient arrived at an outside facility in cardiac arrest, intubated, with advanced cardiovascular life support (acls) in progress. The family reported 911 was called for a left ventricular assist device (lvad) alarm. The patient passed after 45 minutes of acls at the outside facility on (B)(6) 2024. It was unknown if the death was considered to be device related or if it operated as expected. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.